Event description:
It was reported that a dexcom g7 sensor paired with the ilet for several days and then disconnected from the pump; while remaining connected to the dexcom app. An agent instructed the user to toggle the sensor type setting and then reconnect the sensor, with guidance to call back if the pump connection did not reestablish. No symptoms reported. Outcomes included temporary interruption of automated insulin dosing with user-directed troubleshooting to restore communication. Investigation included technical troubleshooting with user education on sensor type toggling and reconnection steps. Investigation of this case revealed loss of communication between the cgm and the ilet with successful reconnection to the cgm mobile application but not initially to the pump. It was concluded that the event was related to signal loss between the cgm and the ilet, mitigated through advised reconnection steps.